Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving check electrode belt alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) was confirmed. Upon investigation, the electrode belt failed a fall-off test. The cause for the failure was isolated to an intermittent brown wire (lead 1-) in the ECG c and d cable. The root cause for the intermittent wire could not be positively identified. No adverse event resulted from the intermittent wire. The patient received a replacement electrode belt.